Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the bio-screw had broken at the distal end of the tip, the eyelet had deformations around the edges, and the suture was also returned no issues were found with it, of the suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion.

Event description:
It was reported that during a knee surgery during screwing of the swivelock with 4 wires, there was a failure. With screwing with rotation of the wires around the anchor, it was impossible to get into the footprint despite the use of the needle as usually recommended. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 13-oct-2023: the swivelock was screwed in with 4 wires, but failed to screw in as the wires rotated around the anchor. It was impossible to get into the footprint despite using the needle as usually recommended. Multiple attempts failed. Then they tried a new anchor and successfully screwed in and implanted the new anchor without any difficulty.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.